Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary evaluation of the returned device/packaging components did not identify any product contribution to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot product code (B)(4), lot number 201351 device history review of the device history records did not reveal any related manufacturing deviations or anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No secondary seal around implant and implant stickers loose in the box. No sterilization evidence attached to inner implant packaging.